Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).

Event description:
As reported by the user facility: 13 pump were used on the pt. (B)(6) with unidentified problem, as a results of incident pt passed away. Pumps were sequestered with bags and lines. This submission is for device serial number (B)(6) involved in the incident occurring on (B)(6)2024.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. Failure analysis did not identify a defect during the evaluation process. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.